Event description:
On (B)(6) 2018, the reporter for the lay user/patient (mother) contacted lifescan (lfs) alleging that her onetouch ultra 2 was meter was displaying an unknown error message and was powering off whilst attempting to test. The complaint was classified based on the customer care advocate (cca). The reporter stated that the alleged product issue began approximately around (B)(6) 2018. The patient manages her diabetes with ¿stagliptin 3mg x 1 daily and glipizide 5mg x 2 daily¿ and continued with her usual diabetes management routine in response to the alleged product issue. The reporter detailed that on (B)(6) 2018, around 12:20 am the patient went to ER and obtained a blood glucose result of 26mg/dl on the ER meter. The reporter stated that she was then treated by a hcp with unspecified IV fluids and remained in hospital. At the time of troubleshooting, the cca noted this was not the first time the product was being used. There was no misuse of the device. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began and received hcp intervention.